Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing and had noise on the ventricular rate/sense channel and real time shocking electrograms which resulted in pacemaker inhibition. Impedance and r-waves have dropped. The patient could recreate the noise when crossing arms.